Event description:
Consumer reports that her son received a burn and blister on his left calf after wearing a heat patch at night for six (6) to seven (7) hours. She took him to his doctor and he was treated with silvadene creme.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor or monthly trend reports.